Event description:
Eight months after this pt had a cypher stent implanted in the posterior lateral branch of the circumflex, he presented with complaints of chest pain. Coronary angiography found a 99% stenosis in the previously implanted stent. Two days later, angioplasty was conducted to treat the in-stent restenosis. Balloon angioplasty was performed with a 1.5 x 20mm maverick balloon inside the implanted cypher and also the anostomotic region as well. Reflow was then confirmed. Post-dilation was conducted with a high-pressure balloon (size/atms unk). Ivus was conducted and confirmed that the distal end of the implanted was dilated to 2.4mm. The procedure was finished and the pt was in stable condition.